Event description:
The valve on the PICC line was difficult to remove. Upon removal of PICC line valve for a blood draw, it was noted that the center of the plastic piece was broken off. The piece was removed successfully and the line was cleaned. A new valve was applied. There was no patient harm.